Manufacturer narrative:
Patient weight unknown. Additional product codes: mni, mnh, kwp, kwq. Device broke intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a revision surgery that the removal of s1 screws that two implant holders broke. Additionally, while replacing the right s1 screw, two universal spine system-variable angle screws (uss-vas) broke - (the locking ring on the screw became dislodged and would not work). A third implant holder broke during final tightening, and a tip of the holder broke off into the left s1 screw and was not retrievable. It remained in the patient. While inspecting the uss-vas screwdrivers, it was discovered that the tips of the drivers were twisted. Replacements were requested. The revision surgery was captured as a postoperative event on a related product complaint (B)(4). Concomitant devices reported: unknown uss screws (part unknown, lot unknown, quantity 3). This is report 5 of 7 for (B)(4).